Event description:
Rtpr worked in hosp as an lpn nurse, and had severe anaphylactic reaction to the latex examination gloves and the cornstarch powders from the gloves in 1989. Had no other prior symptoms of a latex allergy prior to this event. Thereafter the anaphylactic event, had the hand rash/hives, nasal congestion and tearing eyes and shortness of breath, and in 1990 had several more severe anaphylactic reaction after using latex exam glove w/cornstarch powder and caring for pts on ventilator and also wearing face mask, containing latex. Didn't realize until 1996 that rptr had developed asthma secondary to the latex allergy and that the powder in the air from the latex gloves caused rptr's many anaphylactic reactions since 1989-present time.